Manufacturer narrative:
(B)(4). No evaluation performed as customer requested the device to be sent back to them. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, after sterilization of the sternal saw, there was oil in the sterile package. Customer feels it should be checked out. There was no patient involvement.